Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient was admitted to the hospital due to an infection at the implantable neurostimulator (ins) site. The system was explanted and cultures were obtained and identified staphylococcus. Patient was discharged from the hospital and placed on a 6 week regime of intravenous and oral antibiotics.